Manufacturer narrative:
Correction: device # is ci24rst not ci24r (cs) as previously reported. Correction: serial number is (B)(4). Correction: there is no reported issue with this device, the device remains in use by the patient. The device was not explanted on (B)(6) 2013 and therefore was not returned to the manufacturer as previously reported. (B)(4).

Event description:
The device was explanted on (B)(6) 2013, due to unspecified reasons. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).